Event description:
Additional information was received that the increased capture resulted in loss of capture.

Event description:
During remote follow up, increased capture and high pacing impedance were observed on the left ventricular (lv) lead. Abbott technical support was contacted and recommended reprogramming the device to resolve the event. No intervention has been performed. The patient was stable and will continue to be monitored.